Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the vad coordinator stated that the patient was at home changing one battery when there was a loss of power despite both batteries being connected, no power alarm was active, controller restarted again, patient decided to go to the hospital, log analysis has shown the power up event on (B)(6) 2016, clinic performed exchange of the controller an elective controller exchange was performed and it was noted that there were no effect on patient. No additional information available.

Manufacturer narrative:
(B)(4). It was reported that the patient lost power during a power source exchange. The controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller contained the smr software. The reported event of a loss of power was confirmed via review of the controller log files, which revealed a controller power up and motor start on (B)(6) 2016 at 15:30:49. Two batteries, (B)(4) (175%) and (B)(4) (96%) were connected to power port 1 and power port 2, respectively. The 175% relative state of charge (rsoc) pertaining to (B)(4) indicates that there was a communication error within the preceding 15 minute interval. During this time period, the battery did not stop providing power to the controller. The main power source was recorded as (B)(4) on power port 1. A controller power up was registered at 15:38:26; it's unknown what power source was being exchanged as both batteries had an rsoc value above 75%. The next data entry was recorded 15 minutes after the controller power up (15:53:24 hours) and revealed that batteries (B)(4) (73% capacity) and (B)(4) (93% capacity) were connected to power port 1 and power port 2, respectively. Maximum pump off time is estimated at approximately 8 minutes, however, based on the reported event, the pump off time may have been significantly less (patient stated that the controller immediately restarted). Log file analysis of the data file leading up to the reported event revealed that (B)(4) was experiencing communication errors and momentary disconnections. However, (B)(4) may have been the battery the patient was attempting to exchange out as this battery was lower in capacity (75%) as compared to (B)(4) (96%). Analysis of the batteries revealed that the devices passed visual examination and functional testing. Analysis of the controller revealed that the unit passed visual inspection and functional testing; the "no power" alarm was tested and the results indicated that the alarm performed as expected. Additionally, power sources were attached to the controller and manipulated to replicate the reported events. Results revealed that the power port connections were stable. Based on the available information, the most likely root cause of the reported event can be attributed to a disconnection of both power sources during the time the patient was exchanging a battery, as indicated in the event details. An internal investigation was open to evaluate the communication errors and momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Battery bat200774 was removed as is now part of the event and will be analyzed and tested. Battery bat204683 has been removed and transferred to another event with MFR# 3007042319-2016-03448. Battery-bat200774 catalog#1650de MFR date: 2014-09-30 exp. Date: 2015-09-30 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of no power was confirmed via review of the controller log files, which revealed a controller power up and motor start on (B)(6) 2016. These events are indicative of the controller being disconnected from its power sources. The controller power-up event indicates that (B)(4) were connected to the power ports. (B)(4) showed 175% battery capacity which indicates there was a power disconnect due to a loss of communication with the controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Controller (B)(4) received the smr upgrade and it was successfully installed. The reported event could not be duplicated at the bench level, however analysis of the controller log files confirmed a disconnection of power due to a loss of communication between the battery and controller. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to address communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional batteries added for this event: (B)(4). Returned to manufacturer on 02/20/2017 for (B)(4). Note: (B)(4) was added back into this event as the loss of power happened when this battery was connected to one of the power ports. Revision of the evaluation results: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller contained the smr software. The reported event of was confirmed via review of the controller log files, which revealed a controller power up and motor start on (B)(6) 2016 at 15:30:49. Two batteries, (B)(4) (175%) and (B)(4) (96%) were connected to power port 1 and power port 2 respectively. The 175% relative state of charge (rsoc) of (B)(4) means there was a communication error for 60 seconds. During this time period, the battery never stopped providing power to the controller. The main power source was recorded as (B)(4) on power port 1. A controller power up was registered at 15:38:26; it's unknown what power source was being exchanged as both batteries had an rsoc value above 75%. The next data entry was recorded 15 minutes after the controller power up (15:53:24 hours) and shows batteries (B)(4) (73% capacity) and (B)(4) (93% capacity) connected to ps1 and ps2 respectively. Maximum pump off time is estimated at approximately 8 minutes, however, based on the reported event, the pump off time may have been significantly less (patient stated that the controller immediately restarted). Log file analysis of the date file leading up to the reported event revealed that (B)(4) was experiencing communication errors and momentary disconnections. However, (B)(4) may have been the battery the patient was attempting to exchange out as this battery was lower in capacity (75%) as compared to (B)(4) (96%). Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The "no power" alarm was tested and the results indicated that the alarm performed as expected. Additionally, power sources were attached to the controller and manipulated to replicate the reported events. Results revealed that the power port connections were stable. The reported event was confirmed. Log file analysis revealed a communication error had occurred prior to the loss of power. However, a communication error does not result in a loss of power. Based on the available information, it's possible the patient accidentally disconnected both power sources during the time the patient was exchanging a battery, as indicated in the event details. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.